Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify frozen screen and e/a alarm due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level, insulin pump error alarm and frozen display. Customer¿s blood glucose level was 50 mg/dl at the time of incident. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was unable to clear the alarm. Customer reported that the time clock does not advance. Customer was calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display reoccurred. Troubleshooting was performed for insulin pump error. The insulin pump will be returned for analysis.